Event description:
It was reported to philips that the heartstart mrx defibrillator was not passing the defib test for operational check. There was no patient involvement.

Manufacturer narrative:
(B)(4).